Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete a boot cycle and stayed in self-test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the device was beyond repair. Physio archived the device and the customer received a replacement. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete a boot cycle and stayed in self-test. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.